Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, indication for filter was recurrent deep vein thrombosis (dvt) while on anticoagulation with possible pulmonary embolism. The trapease filter was deployed at approximately the l2-l3 position under fluoroscopy guidance. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, fracture, tilting of the inferior vena cava (ivc) filter and perforation. Per the patient profile form (ppf), the patient reports the ivc filter fractured with the fracture filter struts retained within the ivc; perforation of the filter strut(s) outside the ivc and tilting of the ivc filter. The patient further reports living with anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, fracture, tilting of the inferior vena cava (ivc) filter and perforation. Per the patient¿s implant records, placement of the inferior vena cava filter was indicated for recurrent deep vein thrombosis (dvt) while on anticoagulation. The patient had significant pulmonary problems and was felt to possibly have had a pulmonary embolism in the recent past. The doctors felt that future pulmonary embolism would be life threatening due to the patient¿s already underlying severe pulmonary problems. The trapease filter was deployed at approximately the l2-l3 position under fluoroscopy guidance. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately nine years and four months post implantation. The patient reports the ivc filter fractured with the fracture filter struts retained within the ivc; perforation of the filter strut(s) outside the ivc and tilting of the ivc filter. The patient further reports living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery, and living with the fear that the filter fractured and tilted within the vena cava and perforated outside the vena cava.